Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with mentor memorygel breast implants 465cc and experienced bilateral autoimmune disorder and breast pain on the left side post-operational. Symptoms included fatigue, stomach problems, wide spread pain, b12 deficiency, irritable bowel syndrome, arthritis, swollen glands, pain in ribs, headaches, night sweats and skin rashes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the impacted device, catalog # 354-5430, lot # 7368700 was manufactured in leiden, netherlands. Since leiden devices are not subject to MDR reporting, no further follow ups will be sent. Manufacturer¿s reference number: (B)(4).